Event description:
It was reported that a spectrum pump alarmed upstream occlusion when none was present. This occurred at a patients room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'upstream occlusion alarms when none present' did not occur. A review of the event history log revealed multiple 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition were determined to be an out of specification and failed to calibrate upstream sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The user facility submitted medwatch (B)(4) for this event.